Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: d5. A getinge field service engineer (fse) observed the wire harness connections between the batteries. Upon changing batteries on unit battery cables, shorted out shortly after placing unit on battery assembly. Fse replaced main battery power cable assembly (d012-00-0746), battery to power supply cable (d012-00-0785), and 10 amp fuse (d159-00-0036). Upon reviewing the logs there was no major faults in the logs. Functional tested the device without any issues or failures. Released to customer and cleared for use. Iabp full pm, safety, calibration, and functionality checks to factory specifcations were completed on the demand pm.

Event description:
It was reported that during preventive maintenance performed by the getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) had wire connections shorted out. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.